Manufacturer narrative:
Zimvie complaint number (B)(4).

Event description:
It was reported that clinician placed the encode into the implant, it got stuck but the doctor was able to retrieve it. Tooth #29.

Manufacturer narrative:
Zimvie received one (1) ieeha345, (certain bellatek encode emergence healing abutment 3.4mm(d) 3.8mm(p) 5mm(h)) for evaluation. A visual evaluation and functional test was performed, the healing abutment showed signs of wear and external housing damage. The abutment engaged and disengaged with an in-house implant as intended. DHR review was completed for the subject lot number 1261943. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number 1261943 for similar events and no other complaint was identified. Review completed utilizing keywords: ¿dental : functional : does not disengage/release¿. The customer did not submit images for the reported event. Based on the investigation and risk management file review as per (B)(4), the most likely root cause determined from the investigation was torque applied during placement/seating exceeds recommended value. Therefore, based on the available information, a device malfunction did not occur. The abutments engaged and disengaged with an in-house implant as intended. The reported event was not confirmed. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. At this time, the complaint investigation has been completed and the record will be closed. If additional information is received, the record will be re-opened for further evaluation. The following sections have been updated: h3: changed "no" to "yes".

Event description:
No further event information available at the time of this report.